Event description:
Technician alleged that the foot end brake casters swivel when the brake was applied. No injury reported.

Manufacturer narrative:
The technician found worn brake casters. The technician replaced the foot end brake casters to resolve the issue.